Event description:
A peritoneal dialysis patient reported that the cycler is wet inside and received "moisture inside" message. He stated that he believed that it was a cassette leak. Reportedly, the cycler was wet prior to patient starting treatment. There is no report of patient ill effect. No sample is available for evaluation.

Manufacturer narrative:
There is no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality analysis procedure.